Event description:
It was reported that the pt underwent a spinal procedure to extend a pre-existing posterior fixation construct. The fixation level after the extension is l4 to s1. It was found during the procedure that the s1 screw was broken at the shaft. The broken screw was replaced. Reportedly, the pt had been complaining of pain since shortly after the first surgery. Fusion did not occur after the first surgery procedure. The pt reportedly was doing well since the secondary surgery.

Manufacturer narrative:
(B)(4). Non-fusion. Neither device nor film of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.